Manufacturer narrative:
One osseotite tapered certain implant was returned for inspection. A visual inspection of the implant revealed excessive wear and the drive feature appeared to be stripped. The implants had evidence of gouging around the external threads and the collar. There was noticeable wear and discoloration around the platform. There was substantial presence of dried blood in the implant drive feature. The unknown driver was not returned so there were no testing methods performed on the unknown driver. The driver lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 biomet 3i dental implant IFU (B)(4) rev f 11/2015. Excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implant bone loss, changes to the implant¿s response to percussion or radiographic changes in bone-to-implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant, and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Note: surgical manual contains instructions related to the drivers handling and the precautions that must be taken during a procedure. Forcing the implant into the osteotomy deeper than the depth established by the drill can result in damage to the implant driver or osteotomy. The implant was functionally tested with a compatible driver. The driver could not firmly secure the implant due to the damage to the hex and the debris in the drive feature. The complaint was confirmed damage, as the implant drive feature was stripped and did not firmly secure onto the test driver tip during functional testing. Without the returned driver, there is not enough evidence to form a conclusion if the driver contributed to the event. A singular cause cannot be determined.

Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacturer.

Event description:
It was reported that implant disengage from the unknown driver and fell to the floor. Another implant was placed in the same surgery. The dentist stated that driver works correctly.